Event description:
This report is for air pockets in the patient line. The customer contacted baxter's technical service center (tsc) regarding a low drain volume (ldv) alarm which occurred on the homechoice (hc) during use. The drain volume equaled 3ml and the last fill volume equaled 2000ml. The baxter technical service representative (tsr) had the home patient (hp) check patient line for kinks, fibrin, and air. The hp stated that there are air pockets in the patient line. The tsr advised hp that they would need to end therapy and start over with new supplies. The tsr assisted hp to end therapy. The hp would start over with new supplies. The hc was operational. The solution to this issue was provided over the phone and swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. This complaint was not confirmed in the lab due to a lack of sample. The lot number was unknown therefore a batch review was not performed. A root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.the root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.